Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lot history record (f1532005) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and without the return of the device, the reported event could not be confirmed and the root cause could not be determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
The following information was discovered via medwatch report # mw5060419 during a maude search: the mynxgrip vascular closure device did not deploy. No further information could be obtained as the user facility information was not available.